Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with blurry vision as a result of residual astigmatism in both eyes. No loss of best corrected visual acuity (bcva) reported. The patient complained of not being happy with vision due to the blurred vision. Patient reported symptoms are not interfering with daily activities and it was reported by the patient''s optometrist that the treating surgeon was treating the symptoms as if they were caused by blepharitis. On (B)(6) 2018 it was reported that patient started treatment for dry eye on (B)(6) 2018 with increase in steroid dosage. It was also reported that patient had intraocular pressure spike from maxitrol but it has been controlled. Bcva from (B)(6) 2017 : right eye pre-op 20/20 1.25 x -2.25 x 75, left eye pre-op 20/20 1.50 x -2.25 x 85. Bcva from (B)(6) 2017: right eye post-op 20/25 .75 x -.75 x 160, left eye post-op 20/25 .25 x -1.00 x 170.